Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patient device was in MRI mode but was feeling uncomfortable stimulation. Rep reports the ipg is working as it should, therefore at the moment no intervention planned.

Manufacturer narrative:
A patient experiencing uncomfortable stimulation was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.